Event description:
Procedure type: lap gastrectomy. According to the reporter: used 4 endostitch loads with no difficulty next 2 loads (defective device) kept falling out of jaws on endostitch. Additional info has been requested via email.

Manufacturer narrative:
(B)(4).